Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash around the rib area and on her back. The rash was described as very itchy and sometimes raw. The patient saw a doctor and was prescribed triamcinolone acetonide cream and was advised to wear the device when she can. The patient reported that the rash was just about gone and was mainly scabbed now.